Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6f¿12f mynx control venous vascular closure device (vcd) ruptured during deployment. Manual pressure was held with a stitch and the case was completed without complication. There was no reported patient injury. The device was stored and prepared in accordance with the instructions for use (IFU). The mynx vascular closure device (vcd) was used during an electrophysiology (ep) procedure, which followed a retrograde approach. The individual deploying the device was mynx certified. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the balloon of a 6f¿12f mynx control venous vascular closure device (vcd) ruptured during deployment. Manual pressure was held with a stitch and the case was completed without complication. There was no reported patient injury. The device was stored and prepared in accordance with the instructions for use (IFU). The mynx vascular closure device (vcd) was used during an electrophysiology (ep) procedure, which followed a retrograde approach. The individual deploying the device was mynx certified. A non-sterile mynx control venous closure device was returned for investigation. Visual inspection of the device showed that button 1 and button 2 were not depressed. The stopcock was found open with a cordis mynx syringe attached to the unit. The sealant was present in the manufactured position and was completely exposed. Regarding the sealant sleeve condition, a frayed/split/torn condition was observed. A 5f non-cordis catheter sheath introducer (csi)was returned inserted on the device. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. Per dimensional analysis, an attempt to perform the slit-length measurement was made; however, due to the frayed/split/torn condition of the sealant sleeves, the measurement could not be completed. Additionally, due to the premature sealant exposure condition observed, the catheter working length was verified and found to be within the defined specification. The measurement was obtained using a calibrated ruler. During the functional inflation/deflation evaluation, leakage was observed that did not permit the balloon to maintain positive pressure. Additionally, due to the premature sealant exposure condition observed, a simulated deployment test was performed to evaluate the unit¿s functional behavior. During this evaluation, the device operated as intended: the sealant deployed properly and the balloon retracted as expected. An attempt to perform the insertion/withdrawal evaluation was also made; however, due to the condition of the sealant sleeves, no applicable csi size could be successfully inserted. A high-magnification microscopic evaluation was performed to assess the balloon surface. During this analysis, the presence of a pinhole on the balloon was observed, which correlated with the leakage noted during the inflation attempt. The exact cause of the balloon damage could not be determined based on the available evidence; however, this finding is consistent with cases where such damage may result from handling, procedural, or other non-manufacturing-related factors. The reported event of ¿balloon-balloon loss of pressure¿ was observed through analysis of the returned device due to the pinhole noted on the balloon. Additionally, a condition was noted to the returned device of ¿mynx control system-deployment difficulty-premature¿ as an exposure of the sealant was observed due to the frayed/split/torn condition of the sealant sleeves noted. However, the exact cause of the pinhole found on the balloon and the observed condition of the exposed sealant could not be conclusively determined during product evaluation. Based on the limited information available for review and product analysis, procedural/handling factors (such as the use of excessive force), access site vessel characteristics (which were not reported), and/or concomitant device factors most likely contributed to the reported event since excessive force with the device, a calcified vessel and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. Additionally, procedural/handling factors with the device likely contributed to the frayed/split/torn condition of the sealant sleeves and the subsequent premature exposure of the sealant. It should be noted that the mynx control venous device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control venous vcd within the IFU displaying the sealant sleeve slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. However, as this condition was not reported by the customer, it is unknown if this received condition occurred during the procedure or due to manipulations after the procedure. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. The IFU states, ¿do not use if the mynx control venous vcd 6f-12f components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ the IFU instructs while inserting the device into the sheath, ¿carefully hold and insert the atraumatic catheter tip of the mynx control venous vcd 6f-12f through the sheath valve. Align the device to the relative angle of the procedural sheath and carefully advance the catheter until the sheath catch is adjacent to the hub of the sheath. Rotate the sheath catch as needed to hook onto the sideport of the procedural sheath.¿ also, the IFU instructs users to discard the device if the balloon does not maintain pressure. Neither the product analysis, nor the information available for review suggests that the failures noted could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.